Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 812:05, found during programming/setup. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. (User interface module master software (B) (4) - colleague 2006; remediated)

Manufacturer narrative:
(B) (4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 812:05. Upon review of the device event history, failure code 812:05 is a cascade failure from the preceding failure code 808:07. The root cause was determined to be a defective pump head module. The pump head module was replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.